Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) to confirm device operation. It was noted that the device had recorded ventricular episodes. Upon review, the ventricular episodes showed the ICD had delivered twelve bursts of anti-tachycardia pacing (atp) and six shocks. The therapy was determined to be inappropriate due to patient rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was not exhausted; the rhythm became stable and was converted. Ts advised the hcp to consult cardiology for programming or medication changes. No adverse patient effects were reported. This ICD remains in service.